Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer also reported that the insulin pump alarmed no delivery. The customer declined to troubleshoot for the pump as the customer had a steroid shot which may cause the high blood glucose. Troubleshooting for no delivery alarm was performed. The customer reports the event was resolved by changing complete set (inf and res). The infusion set and reservoir will be returned for analysis.